Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of mitral stenosis and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported patient effects of mitral stenosis and worsening mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to procedural conditions and likely due to the implanted clips. The reported increased mr ten days post procedure was likely due to the patient condition. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitral stenosis and increased mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat degenerative mr with a grade of 4+. The baseline mean pressure gradient (mpg) was 4. One clip (61207u111) was implanted, reducing the mr to 3-4. After deployment, the mpg increased to 6mmhg. The second clip (61116u231) was implanted, reducing the mr to 2+; however, the mpg increased to 9mmhg and no further clips were attempted. Although there were no adverse effects, the physician considered this moderate to severe mitral stenosis. On (B)(6) 2017, the patient was readmitted for mitral valve replacement surgery. The mr was checked and had increased to 3+. The initial clips were confirmed to be well attached to both leaflets. The surgery was successfully performed and the patient was discharged in stable condition on (B)(6) 2017. No additional information was provided.